Event description:
It was reported that during a defibrillation threshold test an audible pop sound was heard during high voltage shock delivery and the physician saw a spark by the pocket of the ICD. Therapy has been disabled and the patient was admitted to the hospital. No further information is available.

Manufacturer narrative:
External insulation abrasion was noted at 10.0-10.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 45.5-45.7cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 13.7-15.0cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 43.7-44.3cm from the distal tip, consistent with lead friction to the ICD can. The rv conductor was partially melted at this location. Externalized conductors due to internal insulation abrasion were noted at 10.0-13.1cm and 13.3-16.0cm from the distal tip. The etfe coating was damaged due to the surgical procedure at this location. Internal insulation abrasion was noted at 12.3-13.2cm from the distal tip. The etfe coating was abraded at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that the lead was explanted and replaced. Upon extraction, externalized conductors were observed.